Event description:
It was reported that during a ptca/stenting procedure, the maverick 2 monorail balloon would not fully deflate. The lesion was located in the moderately calcified mid circumflex artery (cx). The physician inflated the balloon to 10 atms, however, he was unable to fully deflate the balloon. The number of inflations and to what atms is unknown. The physician pulled the partially deflated balloon back into the guide catheter, and the entire system was removed without incident. The procedure was completed with a different device. No pt injuries or complications were reported. The pt status is reported as 'okay'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.